Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, elevated metal ion levels and multiple other systemic symptoms.

Manufacturer narrative:
No evidence that right sided devices have been revised, as incorrectly indicated on initial report.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain, elevated metal ion levels and multiple other systemic symptoms. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that a left hip revision was done almost five years post bhr, due to pain, elevated metal ion levels and multiple other systemic symptoms(unspecified). A 2010 office visit note states the patient has a metal allergy. Cobalt and chromium levels pre-revision were 6.9 ng/ml and 6.7 ng/ml respectively. Intraoperative and imaging reports indicate thinning of the femoral neck, the joint had a necrotic lining to it, reminiscent of metal reaction. A specimen was sent to pathology indicating chronic synovitis and reactive changes in fibrous tissue secondary to previous joint replacement surgery, it was negative for acute inflammation. Revision was completed using a stryker securfit 127 #10, stryker bipolar head, retained s&n acetabular cup. It should be noted that patients having a metal allergy is a contraindication to bhr implantation. It cannot be concluded that the ¿multiple other systemic symptoms¿ were related to the reported metal ion levels. The reported pain, elevated cobalt and chromium levels and intraoperative findings of adverse tissue reaction, thinning of the femoral neck and necrosis of the bone are consistent with findings associated with reaction to metal debris however without clinical information regarding other systemic symptoms, imaging, pathology reports and the explant for analysis, their association to the metal ions and the root cause of the reported reactions cannot be concluded. It also cannot be concluded that the reported clinical reactions are associated with a malperformance of the implant based on the information provided. It was noted that use of a competitor¿s (stryker) femoral head device was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not use any component of the bhr system with another manufacturer¿s implant components, because designs and tolerances may be incompatible¿. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
[(B)(4)].